Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade could not be closed during the operation. They had to get it out then the distal end of the blade inserter broke. They say the aiming arm is not aiming well, the blade clogs in the protection sleeve, and damages can be seen on it. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Unknown month, unknown date 1920. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: instrument shows sign of wear and tear. The instrument has no effect on the impactor thread tip fracture. It is likely that the instrument was used in many applications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.